Event description:
Pt had a "transvaginal mesh implant" implanted on (B)(6) 2009. The type of mesh implant was not indicated. The pt indicated they have diagnosis of "pain and infection." No further details were provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.